Event description:
It was reported that pump experienced malfunction alarms that persisted even after caller reset pump as instructed by technical support. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump with updated software.